Event description:
The manufacturer received information alleging the device failed the flow accuracy test. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.